Manufacturer narrative:
The investigation into the access site bleeding and intervention is on-going at this time. The product is expected but not yet returned for testing. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center had a bipella support, of both right and left sided impella pumps. At the placement of the rp to support the right side of the heart, that team mistakenly placed a 14fr for insertion of the rp. The rp was eventually placed appropriately through a 23 fr. The rp was explanted at day 6. Upon explant pump damage was observed that the md is aware may have been caused by the improper sheath at the start. The team also noted access site bleeding/ooze during support. The bleed prompted the team to infuse 5 units of blood products over a few days of the support.

Manufacturer narrative:
The medical center failed to return the impella pump product. Only a photograph was shared. The cause of the damage to the product was a user related error. The cause was attempting to insert the pump via the incorrect sheath, a 14fr rather than a 23fr. As for the bleeding at the access site, it too was caused by user error in allowing the sheath to back out of the anatomy. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation for the reported access site bleeding, outflow cage damage, and thrombus has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was a damaged outflow cage from attempting to insert pump through a 14 fr introducer instead of a 23 fr introducer. The cause of the access site bleeding was use related since the sheath backed out. As the necessary clinical information was not provided, the root cause of the thrombus was not determined. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. The following have been reported incorrectly or missing from manufacturer device report 1220648-2022-01486. B5 updated with missing information d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact first name, last name, and email. G1 phone number should have been left blank. G4 PMA/510(k)number. H6 health effect - clinical code and health effect - impact code added. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
It was additionally reported that upon impella rp explant, tissue was observed in the struts of the outflow cage.